Manufacturer narrative:
Tech checked functions - no problem found.

Event description:
Complaint alleged that pt in medsurg room can place nurse call, with response not heard in expected location. No injury alleged by account.